Event description:
It was reported the patient ((B)(6)) was unable to communicate with the ipg using the charging system. The patient has not had stimulation for approximately a month. The patient's programmer indicated the ipg was depleted. The patient will consult with the physician on the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.